Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: unknown ICD - implant date unknown. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a double disconnect. This resulted in an unwarranted increase of speed from 0 to 3120 revolutions per minute (rpm) on the controller log files. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017 at 8:39:41 followed by motor start at 08:39:47. The data point prior to the loss of power revealed that a battery was connected to power port one with 51% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point after the controller power up event revealed that two new batteries were connected to the power ports. The controller was without power for a maximum of 54 seconds. The controller losing power and powering up will result in the speed going from 0 revolutions per minute (rpm) to a set speed of 3120 rpm. As a result, the reported event was confirmed. However, the recorded speed is not indicative of a device malfunction. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc connection on one or both power sources. An internal investigation has been opened to evaluate events involving power loss to the controller and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.